Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. There were no adverse consequences to the patient. It was also confirmed that the sensor had migrated to a subsegmental branch of the pulmonary artery in the left lover lobe. Cardiomems pressures will no longer be used, and the patient will be monitored through signs and symptoms.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.